Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 30x1/2 ll eclipse (B)(6) package was damaged. The following information was provided by the initial reporter: product was received with the package opened and out of it.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/5/2021 h.6. Investigation: two photos and one sample were received by our quality team for evaluation. From the photos, the team observed an open package seal, minute signs of sealing transfer to the bottom web, and the product not seated properly in the blister pocket. From the sample, the team observed an open package seal, minute signs of sealing transfer to the bottom web, the product not seated properly in the blister pocket, damage on the top web, and a pressing mark on the bottom web. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause could be that the part was in a slanted or upright position which could have caused the top web not to be fully in contact with the sealing gasket resulting in an open seal. H3 other text : see h.10.

Event description:
It was reported that needle 30x1/2 ll eclipse brazil package was damaged. The following information was provided by the initial reporter: product was received with the package opened and out of it.